Event description:
It was reported that this implantable lead was explanted due dislodgement. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was explanted due dislodgement. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.